Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps3 power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was discovered at the pm that the 9800 sys vertical lift column intermittently would not go up or down. No pt injury was reported.